Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem was partially confirmed with a visual inspection. The wave spring on the nosepiece is missing. The reported problem was confirmed with a functional evaluation. A kpc test was performed, and it was impossible to load the drill attachment and purr as the wave spring was missing, causing the helical collar to be pushed upwards. A test case was performed, when unlocking the burr a system timeout occurred. A wave spring was installed to performed further testing. A kpc test was performed again. The drill attachment and burr could be installed as intended. All test passed. A test case was performed which could be completed without any failures occurring. The drill was opened for further investigation. The exposure motor was test and passed. The drill was inspected further. It was noticed that the seal cap of the carriage was not fastened according to spec and could be unscrewed by hand. The carriage was inspected. No defects were found. It was also noticed that the cable was loose and that it could be turned by hand. The seal cap and cable were fastened to spec, and a test case was performed. The test was completed without any failures occurring. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the missing wave spring. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tkp surgery, one (1) real intelligence robotic drill did not accept the burr and kept pushing it out. The procedure was resumed, without any delay, with a change in surgical technique (manual procedure). No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).